Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the scope communication error e226 occurred and the endoscopic image disappeared, due to a failure of the camera cable unit. Error code e226 means that the communication between the endoscope and video system center has failed. Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the image was not displayed due to the scope communication error e226 due to a cable unit failure. The exact cause of the failure of the cable unit could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device disappeared. The occurrence date of event is unknown. There was no report of patient injury associated with the event.